Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the au480 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. System performance was verified, and no further issues were reported. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of an erroneously high sodium (na) patient results on their au480 clinical chemistry analyzer. The erroneous results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of patient results considered correct.